Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the distal tip of the pusher handle was allegedly detached. It was further reported that it was migrated in inferior vena cava. Reportedly, the distal tip of the inferior vena cava filter pusher got struck at junction of inferior vena cava and right atrium preferably coronary sinus. The patient is clinically stable now.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Four video-fluoroscopic images were provided and reviewed. The videos depict deployment of the filter via a femoral access. The filter opens fully and is deployed successfully. The central pusher wire is noted to separate from the delivery system and migrates to the heart. Additional ap and lateral images depict the migrated pusher wire moving about in either the right atrium or right ventricle. Therefore, the investigation is confirmed for the reported detachment as the central pusher wire is noted to separate from the delivery system and migrated to the heart. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the distal tip of the pusher handle was allegedly detached, and it was migrated in inferior vena cava. It was further reported that the distal tip of the inferior vena cava filter pusher got struck at junction of inferior vena cava and right atrium preferably coronary sinus. The patient is clinically stable now.